Manufacturer narrative:
H3: product ID 97745nt lot# serial# (B)(6) was returned for analysis. Analysis found the front case was cracked causing case separation, charge issues, power, and blank/white screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6), product type product ID 97745bp lot# serial# (B)(6), product type accessory h3: analysis of the controller found replaced main board due to lithium ion battery contacts broken/damaged. Replaced damaged front case. Screw holes stripped causing case separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that information was received from a patient (pt). Regarding an external device. The reason for call, was patient reported, that the controller would no longer turn on. Hadn't been holding a charge, since saturday. The controller battery had been rapidly discharging. Patient stated, that the medtronic representative told them to call for a replacement. Patient service specialist had the patient remove the battery pack from the controller and plug the controller into the ac power cord. Patient confirmed, that the controller wouldn't power on, and the green light was illuminated on the ac power supply cord. The issue was not resolved. An email was sent to the repair department to replace the controller and lithium battery pack.

Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, (serial: (B)(6)), product type: 0001-accessory, implant date: n/a, explant date: n/a. Other medical products in use, during the event include: product ID: 97745nt, (serial: (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient called back and stated they were dealing with the same issues and noted the controller and battery pack were replaced. The patient shared that when trying to charge their controller or implant, the controller would go unresponsive. The patient shared that the controller would begin to charge and that it'll get to about 40% and the whole controller goes blank and they can't do anything with it. The patient noted they had tried resetting the controller with the battery pack but the issues persisted. During the call, the manufacturer's patient services specialist (pss) walked the patient through resetting the controller with the ac power supply. The patient noted they tried this form of a reset and issues persisted. The patient confirmed the controller screen turned on and the green light was flashing. Patient confirmed the controller battery was 0% and their implant was 30%. The issue was not resolved. Agent sent an email to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.